Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was taken to the hospital by the paramedics due to low blood glucose levels. The customer had changed the infusion set two days prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer stated that she has cancer, and had been no the highest level of chemo therapy a couple of days prior to the event. Nothing further was reported.